Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced a product problem and an emotional. The mesh remains implanted. No further complications have been reported in relation to this event.

Manufacturer narrative:
(B)(4).